Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
It was reported the coil could not be detached with an instant detacher or via manual (provided in the instruction for use). The coil was successfully removed from the patient. No patient injury reported.